Event description:
It was reported that pump generated alarm 01 and continued to alarm when caller tried to load new cartridge, so caller was unable to complete cartridge load. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Customer was instructed to place pump in storage mode, switch to multiple daily injections as backup insulin therapy, and await shipment of replacement pump, and caller acknowledged the need to reenter pump settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label within 10 days.